Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error and motor position encoder error. The customer¿s blood glucose level was 15.5 mmol/l at the time of the incident. Customer was able to complete pump rewind. Customer stated the drive support cap was appears normal. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor .unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify e70 alarm due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test.